Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that after spaceoar vue placement it was observed that the hydrogel was placed in the right space although not perfectly lateralized. A little bit is to the left of the prostate, and did not appear within in. The patient reported to have rectal symptoms, and the physicians suspect this could be related. Further review of the images revealed that the gel was located in the right place but there's also some gel tracking from the 1pm to the 5pm around prostate. It looked external to the prostate, when moving inferiorly there appears to be hydrogel that it was also wrapping around the apex of the prostate, it was suspected that the needle tip had gotten somewhat anterior to the denonviller's fascia which allowed the hydrogel to enter on the small veins around in the prostate and then it flow around the left side of the process and then eventually flow towards the apex of the prostate. Based on this explanation the physician suspected that the patient's symptoms are related to a rectal enema prior to procedure which might have irradiated his rectum a little bit.

Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: blocks a3a and b5 were updated based on additional information received on december 11, 2024.

Event description:
It was reported that after spaceoar placement it was observed that the hydrogel was placed in the right space although not perfectly lateralized. A little bit is to the left of the prostate, and doesn't appear within in. The patient reported to have rectal symptoms, and the physicians suspect this could be related. Further review of the images revealed that the gel was located in the right place but there's also some gel tracking from the 1pm to the 5pm around prostate. It looked external to the prostate, when moving inferiorly there appears to be gel that it is also wrapping around the apex of the prostate, it was suspected that the needle tip had gotten somewhat anterior to the denonviller's fascia which allowed the gel to enter on the small veins around in the prostate and then it flow around the left side of the process and then eventually flow towards the apex of the prostate. Based on this explanation the physician suspected that the patient symptoms are related to a rectal enema prior to procedure which might have irradiated his rectum a little bit. Additional information. The procedure was conducted under general anesthesia, in addition, fiducial markers were placed transperineally. The patient received brachytherapy.